Event description:
The customer reported that smoke was coming from the computer when he powered it on. The customer removed the stepper card and there was a black mark on the computer case next to it. He reinserted the stepper card and there was no smoke, but the system failed self test. There was no patient involvement with this event.

Manufacturer narrative:
Evaluation: the field service engineer reported that he checked the self test motor initiation error. He observed the problem and inspected the personal computer (pc). He found that the stepper card slot on the mother board was damaged and replaced the dedicated pc. He also found that the fogger test failed and aligned the solenoid hardware which resolved the failed test. No additional problems or observations were made and the system met all abbott medical optics (amo) specifications. All pertinent information available to amo has been submitted. Placeholder.